Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported, "the procedure was suspended due to the "retrieval" broke at the moment when the celect filter was removed." Additional information received identified, ¿the device broke when it was removed from the filter but didn¿t leave any broken pieces behind that may cause any risk to the patient¿. The reported device was successfully removed from the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.